Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies; all seal plugs were intact and all setscrews operated normally. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. The anomalies observed at the time of implant, were unable to be confirmed as returned product testing illustrated normal product operation. This device has been archived as meeting specifications.

Event description:
Boston scientific received information that during the attempted implant of this device, high out of range pacing impedance measurements and system noise, were reported following lead connection. Lead terminal pins were removed and reinserted into the device header; however, similar results were observed. The physician tried another bsc device, which once connected, demonstrated favorable measurements. The attempted implant device is intended to be returned or analysis. No lead changes were required and no adverse patient effects were reported.

Event description:
--